Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the smart device and receiver displayed a sensor expiration early. The sensor was inserted into the abdomen on (B)(6) 2018. Data was available for evaluation. Confirmation of the complaint could not be determined via data. The probable cause could not be determined via data. No additional event or patient information is available.